Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy. After the stapler was fired, there was oozing of the staple line observed. At the end of the staple line, squirting of blood was noted. To resolve the issue and stop the bleeding, a titanium clip was used. There was not blood loss of more than 500 cc. Medical or surgical intervention was not needed to prevent a permanent impairment of a function. There was no patient injury or extension in surgical time. Patient status is alive, no injury.